Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The lcd display screen was replaced to address the issue.

Event description:
The MFR received info from a third party service center alleging an issue with a ventilator's lcd display screen. The device was not in pt use.